Manufacturer narrative:
This supplemental report is being filed to correct the b5: describe event or problem; d6b: explant date; and h6: impact codes. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) was part of system revision due to infection and sepsis. Moreover, the explanted pacemaker was reused for temporary pacing system. No additional adverse patient effects were reported. This crt-d remains in service. Additional information indicated that the crt-d was explanted. No additional adverse patient effects were reported.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) was part of system revision due to infection and sepsis. No additional adverse patient effects were reported. This crt-d remains in service.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.